Event description:
It was reported that during a pancreas procedure, it was observed that the device could not fire. Changed another two to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2025. D4: batch#: 148d93. Investigation summary: visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with three ecr60w reloads (b, c and d) present. The reload (b) was received partially fired 7/8. For the reload (c) and reload (d), the sled was received in the home position; however, several double drivers were noted up without staples on the proximal end, this condition was most likely due to incomplete or interrupted cycle. The condition of the driver's up shows that reload was partially fired 1/3 causing the reported event. However, it is possible that the reloads (c and d) were manipulated, and the sled of the reloads (c and d) were manually returned to its home position. After resetting the reloads (b, c and d), the device was tested for functionality in the articulated position with the returned reloads. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired was consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number: 148d93, and no non-conformance's were identified. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.